Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately three years post filter deployment, pulmonary embolism was discovered prior to filter retrieval. Guided fluoroscopy demonstrated a tilted filter with two detached limbs perforating the ivc. A snare device captured and retrieved the filter and one detached limb. No attempt was made to retrieve the second detached limb embedding along the psoas muscle. The patient was reported to be asymptomatic following the procedure.